Manufacturer narrative:
The sensor was investigated, and customer complaint was confirmed during review of in-vivo data though the problem could not be duplicated during in-vitro testing as there was no observable problem with either signal or reference channels. The root cause of the issue (noise in glucose values) was confirmed after analysis of the in-vivo data from dms. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. D4: updated additional device information. D9: device available for evaluation? Yes, device received on 22 july 2021. H3: device evaluated by manufacturer? Yes. H4: device manufacturer date updated to 20 nov 2020. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 18th 2021, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.